Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6fr sheath, after an interventional procedure. Reportedly, resistance was felt when advancing the thumb advancer and could not be advanced completely thus the clip could not be deployed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned to abbott vascular and analysis identified an incomplete sheath split. An attempt was made to complete the thumb advancer stroke; however, the thumb advancer would not advance. The handle was opened to reveal the catch was displaced and the pusher block spring was partially decompressed. A search of the manufacturing history record indicated no similar non-conformance records for sheath splitting issue. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing issue. Further assessment of this issue per site operating procedures was performed. The performance of these devices will continue to be monitored.